Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments/partial display noted during testing. Unit was received with minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump damage was displayed with scratches and difficult to read. No harm requiring medical intervention was reported. The device will be returned for analysis.